Event description:
Related to MFR report # 2183959-2010-0037. During a circumcision procedure, it was noted that "the right corporal cylinder which is the only portion of his prosthesis still in place was in a malposition. Not only was it not at the tip of the glans that actually was nowhere the glans but was in the subcutaneous location ventral to the urethra". The cylinder was removed because the physician "felt that the prosthesis was in a non-useful migrated position and that he be best served to remove the prosthesis now which would reduce his risk of infection at the time of the eventual placement". It was reported that the pt tolerated the procedure "well" and was in "good condition" following the surgery.

Manufacturer narrative:
Pt was reimplanted with a spectra (one cylinder) on (B)(6) 2011.